Event description:
Patient was implanted with trochanteric fixation nail on an unknown date. Reportedly the nail broke post-operatively on an unspecified date. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the nail and patient was revised with a dynamic condylar screw system with a 95 degree plate. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.